Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 280 (mg/dl). Reportedly, the customer has been ill lately stated this possibly contributed to their elevated bg levels. Customer delivered a correction bolus to stabilize bg levels. Recommendation was made to discuss diabetes management with health care provider.